Event description:
It was reported that on (B)(6) 2024, the patient experienced an allergic reaction with the electrode - patch - universal 2 channels. The patient reported to the emergency room (ER) on (B)(6) 2024 following symptoms of itchiness, hives, increased heart rate, nausea and shakiness. The patient was given benadryl while in the ER. On (B)(6) 2024, the patient end service and the device was deactivated. The patient reported that they have a history of skin sensitivity to adhesives and did follow skin prep, but did not follow required steps in detail.

Manufacturer narrative:
It was reported that the patient was experiencing an allergic reaction. The universal patch was not returned for device evaluation. Engineering evaluation was unable to be performed on the patch as it is single use and was not returned. Allegation is confirmed through prescription from a medical professional and is most probable to be a bio-incompatibility issue with the electrode adhesive and/or hydrogel components. Marsi, skin burn, and associated symptoms may inherently occur under the course of ECG monitoring. No single factor or combination of factors can be attributable to electrode skin irritation and associated symptoms. The product labeling advises patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.